Event description:
It was reported that balloon rupture occurred. The target lesion was located in the superficial femoral artery. A 5.0mm x 20mm x 135cm (4f) sterling balloon catheter was advanced for dilatation; however, during initial inflation at 6 atmospheres, the balloon ruptured. The procedure was completed with a different device. No patient complications nor injuries were reported.